Manufacturer narrative:
Continuation of d10: product ID: 97745, lot/serial# (B)(6), product type: programmer, patient; product ID: 97755-s lot/serial# (B)(6), product type: recharger; product ID: 97755-s lot/serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implanted was still taking 2 hours to recharge. Agent redirected the patient to follow up with their managing hcp and mdt representative due to the all of the external equipment being replaced recently. Agent sent an email to the field.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the last couple of days when patient went to charge the implanted neurostimulator (ins), the controller went blank. Patient had to take the battery out of the controller and let it sit for 5-10 minutes and then it would work. It took patient 2-3 hours to charge the implant because they had to keep resetting. Pt confirmed the controller was charging fine from the wall. An email was sent to repair to replace the recharger. Pt called back and reported they received the rtm cord from repair. Pt stated that when they tried to use the new rtm cord it got very hot when recharging the ins. Pt verified no marks on the skin from the heat of the component. An email was sent to repair to replace the recharger.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for analysis and found the complaint was unable to be verified. They found no issues with finding or charging the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep spoke with the patient on the phone. Patient stated that they got a excellent connection to the implantable neurostimulator (ins). Patient reported by voicemail that they charged the system completely full and the rep has not heard from the patient since then. They believe the problem has been rectified. The patient's weight at the time of the reported event was unknown.